Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that there was a hole in the hose approximately two inches below the swivel. In addition the assessment resulted in a low power reading (70,750 rotations per minute (rpms); manufacturer's specification calls for 75,000 rpms or higher). It was further determined that the vanes were worn which are components of the motor assembly. This device was also power broken and the locking assembly had damaged lock cylinder and pawl release. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a cut in the sheath. During in-house engineering evaluation it was found that there was a hole approximately two inches below the swivel, the device had low power, the vanes were worn, and the device had unintended motion (powerbroken). It was further noted that the locking assembly had a damaged lock cylinder and pawl release. It was reported that there was a two minute delay to the scheduled surgical procedure. An identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.